Event description:
It was reported by the rep that (1) hp052 harmonic scalpel handpiece will work with test tip but not with an active blade. Another device was used to complete the case. There was no consequence to the pt.